Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedances on the non-boston scientific lead(s) connected to this device were intermittently high out of range. The patient reportedly required open-heart surgery for a non-device related reason and the physician elected to explant and replace the patient's implantable cardioverter defibrillator (ICD) and leads during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedances on the non-boston scientific lead(s) connected to this device were intermittently high out of range. The patient reportedly required open-heart surgery for a non-device related reason and the physician elected to explant and replace the patient's implantable cardioverter defibrillator (ICD) and leads during the procedure. No additional adverse patient effects were reported. Additional information was received for review of this mini-implantable cardioverter defibrillator (ICD) due to unrelated patient symptoms, which determined that the device was functioning as programmed. It appears that instead of explanting and replacing the system while in for previously reported unrelated open heart surgery, they decided to program tachy therapy off and have the device function as a pacemaker only. This ICD remains in-service.